Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the perclose proglide instructions for use as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, resistance was noted during insertion of the proglide devices into the artery. The sutures of proglide devices were successfully pre-placed. The sheath was upsized to a 24f and the tevar procedure was completed. Knot advancement was successfully performed; however, hemostasis was not achieved. Blood was gushing out. The vessel was incised about 8cm and it was noted that both sutures had captured the back wall of the vessel. The sutures were cut and removed. Several pieces of plaque were pulled out from the access site and the vessel was noted to be very frail. The vessel was repaired and a vascular patch was applied; however, bleeding continued. Angiogram revealed that the vessel diameter was small and narrow, blood flow was good but as a precaution a vascular graft was used. Hemostasis was achieved with the vascular graft. There was a reported clinically significant delay in the procedure or therapy. Two units of blood, protamine and numbing medication were given to the patient. Surgery lasted approximately 1 hour and 40 minutes. No additional information was provided.